Event description:
Ccu staff had been getting print-outs of non-life threatening arrhythmias (which account for nearly all alarms printing a strip) with monitor system. Alarms were noted to not be printing out, so it was thought that the system was not working. In actuality, the alarm system had been changed by biomed so that only lethal arrhythmias would print out so as not to waste paper. Staff did not know how to change the setting to get print-outs of all arrhythmias. This could have impacted pt care if needed documentation of arrhythmias could not have been done.